Event description:
The customer reported that the ventilator was alarming for a low battery condition, and also alarmed vent inop during operation. The customer reported there was no patient harm. The ventilator was returned to the factory for evaluation. Failure analysis noted the ventilator backup battery was depleted due to a loss of ac power. Inspection of the device noted the dc connector black ground wire was making an intermittent connection. The reported vent inop occurrence was not duplicated, however the device event log noted a vent inop occurred due to a failed air valve. Vent inop, when in use, will stop providing ventilatory support to the patient and the ventilator should be replaced.

Manufacturer narrative:
Additional product code: nou.harness.